Event description:
A medtronic representative reported that, while in a spine procedure, the site broke their direct lateral interbody fusion (dlif) slap hammer. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The actual patient weight was (B)(6) which was rounded up to (B)(6) in the field due to character limitations. A medtronic representative reported that the broken device did not come into contact with the patient at any point during the surgery. And no fragments were left behind. The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, one end of the shaft was broken off. The reported event was confirmed. The device was replaced to resolve the issue. The issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Device lot number, or serial number, not available. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. (B)(4) 2015 a medtronic representative, following-up at the site, reported the site had a second slap hammer available for the surgeon to use and continue the procedure to completion without delay or impact to the patient. Return requested. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.